Event description:
Cardizem was hung and infusing at 10cc/hr. The drip was started at 1549 and approximately 2 1/2 hours later the pump started beeping. The nurse went to investigate the alarm and found the cardizem bag empty. The bag should have lasted for 10 hours. Biomed tested the pump and found that the pump was operating incorrectly.